Event description:
Corneal ulcer secondary to contact lens use (soft). Diagnosis or reason for use: pathologic myopia. Expiration date: monthly lens. Event abated after use stopped or dose reduced: yes.